Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet insulin pump displayed repeated motor stall alerts and was unable to infuse insulin, despite multiple restarts and supply changes, leading the user to administer a subcutaneous insulin pen dose; troubleshooting identified a bent connector in the cartridge chamber, after which a restart, cartridge change, and tubing fill restored delivery. Symptoms included hyperglycemia with a reported blood glucose of 301 mg/dl. Outcomes included unexpected medical intervention because medication was required. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communication-related problem and a failure to infuse associated with the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.